Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0sza2, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that she had a horrific experience from the beginning since it was inserted into her left buttock. She experience electrical shocks and pain in her vaginal and rectal area pretty steady. The patient had never had sciatic issues or left leg issues where could not even walk a short distance. She left like it was impairing her versus helping her; felt like she was beginning to become disabled physically. It also made her rectal prolapse worse, aggravated it severely. It was the most painful 3 months of her life. One day, she saw some seepage on her incision and went to see the health care professional (hcp). She was told it needed to come out immediately because of infection setting in. The hcp noted it was because the patient was thin and had thin skin, so it pushed up anytime she sat. She was scheduled at a hospital on (B)(6) 2015 where they removed it; it was more painful than the insertion. The patient did not understand why the thin skin was a problem because she was the same weight, even less when she went through the trial. The trial went fantastic and was so successful. With the implant, she could not do any housework or grocery shopping or even go to church. She became house bound except when she had to go to work. The patient could not say if it did not help or not. She was left with bloat and gas and she was taking (B)(6) four times a day to help. At the time of this report, the patient no longer had the device but she still experienced pangs of small electrical shocks. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow-up report will be sent.